Event description:
It was reported that the defibrillator experienced an equipment error message indicating a shock device failure. There was reportedly no patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The customer conveyed that the device displays the message "equipment error. Service required" and the inop "shock device failure" on the screen. It also has a red x with an intermittent beep. The error log shows therapy pca failed repeatedly. The device needs a therapy pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca. A quote for the therapy pca was given to the customer. The customer dis not respond to quote and it expired. No further action at this time. The customer can come back for further assistance and servicing if needed.